Manufacturer narrative:
(B)(4) - only one MDR report will be submitted for this event, although two different complaints were created because of different parts needed to repair the unit, and the file numbers are the following: (B)(4).

Event description:
(B)(4) - it was reported by the consumer that the 65100r rollator seat was flopping when in use, and the brakes were not functioning properly. There was no patient injury reported.